Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and the universal serial bus (usb) door is broken. Functional testing was attempted and could not be performed because the device would not boot up. Therefore, a receiver download also could not be performed. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of the receiver displaying the initializing screen without a manual restart. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of device evaluation.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver restarts itself without manual input on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.